Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from patient samples and non-patient fluids using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. The most likely assignable cause is instrument related. Vitros troponin I es precision testing performed was outside of ortho guidelines, indicating that the vitros eci immunodiagnostic system was not performing as intended. An ortho clinical diagnostics field engineer performed service actions to return the vitros eci immunodiagnostic system to expected performance. Following these service actions, acceptable vitros troponin I es performance was observed. Pre¿analytical sample handling could not be ruled out as a contributing factor, as ortho was unable to determine whether the customer was following the manufacturer recommendations for sample processing. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from patient samples and non-patient fluids using vitros troponin I es reagent in combination with a vitros eciq immunodiagnostic system. The results obtained are as follows: patient samples: 0.141 ng/ml and 0.105 ng/ml vs. Expected results of <0.012 ng/ml. Low range verifier: 0.084 ng/ml and 0.127 ng/ml vs expected results of <0.012 ng/ml. Speciality diluent 3: 0.093 ng/ml vs expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. One of the higher than expected troponin I result from the patient samples was reported from the laboratory, however a corrected report was later issued. The other higher than expected results were not reported from the laboratory. There is no allegation of patient harm as a result of the events. (B)(4).